Event description:
Cook central line-when trying to flush medial lumen, saline sprayed out at adaptor plastic portion of the lumen due to a large crack. There was not patient injury associated with this incident but we have had several of these reports with these central lines.